Event description:
The customer initially called because he had just filled a new reservoir and he wanted to find out how much insulin was left in his reservoir. During the call, the customer stated that he was having a hypoglycemic episode. The customer began feeling shaky, sweating and confused. Attempted to have the customer check his blood glucose levels, but the call was disconnected. The paramedics were called, and the customer was taken to the hospital with a blood glucose reading of 35 mg/dl. Found that the customer had not rewound the insulin prior to inserting the reservoir, possibly delivering a large amount of insulin into his body. Spoke with a nurse, and she stated that she would monitor him closely. Troubleshooting was not possible during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.